Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Switch four (4) was malfunctioning. Water tightness was not maintained due to holes in the insertion part tube due to external factors. There were wrinkles in the insertion part due to external factors. The bending angle was insufficient due to the elongation of the angle wire. There was liquid leakage in the operation part due to handling. Water tightness was not maintained due to holes in the curved rubber caused by external factors. The insertion part tube was damaged due to an external factor. The field of vision was cloudy. Scratches were found on the scope connector side of the universal cord due to external factors. There was corrosion of the electrical connector contacts due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, switches one (1) and four (4) did not respond on the evis lucera bronchofibervideoscope. No patient harm reported. During the evaluation of the device, it was noted coating was peeling on the insertion tube. This report is to capture the reportable malfunction of peeling coating on the insertion tube noted at estimation.